Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer also states that there is a crack on the display. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case on display window corners, stained end cap sticker, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.